Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11 and determined the root cause to be an out of calibration air in line printed circuit board. The air in line printed circuit board was recalibrated to repair this condition. A follow up report will be submitted if additional information becomes available.

Event description:
While reviewing the event history of a colleague infusion pump the baxter service technician discovered an occurence failure code of 810:11. Device evaluation determined to root cause of failure code 810:11 to be an out of calibration air in line printed circuit board. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.